Event description:
Implant card for the patient's full revision was received and indicated the patient had both their generator and lead replaced, however reason for lead revision was not provided. During follow-up it was indicated that after the battery replacement, during post-op it was found that there was high impedance. The impedance had previously been within normal limits in the or. The patient was then taken back to the or and the lead was replaced. Images of the lead were provided it which it appeared to be damaged, however it cannot be determined if it was caused by the explant procedure. Information was received that the sales representative that during pre-op diagnostics was not performed as the previous generator battery was dead and could not communicate. The lead was not nicked during the surgery and neither the generator and lead are available for return. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacture date - correction - inadvertently did not update in initial MDR submitted.